Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilization. The patient's medical history included genital bleeding, menstruation irregular, pelvic discomfort, bloating, feeling unwell, cervix inflammation, uterine bleeding, pelvic pain female, inguinal hernia and umbilical hernia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: previously reported as (B)(6) 2015. Discrepancy noted in date of removal previously reported as (B)(6) 2019. The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube and 1 from the second tube. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: -cervix: mild non-specific chronic and active inflammation. Pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event " medical device removal" replaced by " pelvic pain". Lot number, medical history, lab data, patient date of birth, patient demographic, reporter information were added. Essure implanted and explanted date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilization. The patient's medical history included genital bleeding, menstruation irregular, pelvic discomfort, bloating, feeling unwell, cervix inflammation, uterine bleeding, pelvic pain female, inguinal hernia and umbilical hernia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: previously reported as (B)(6) 2015. Discrepancy noted in date of removal previously reported as (B)(6) 2019. The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube and 1 from the second tube. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: -cervix: mild non-specific chronic and active inflammation. Pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.